Event description:
It was reported that the programmer's power would suddenly fail. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of the programmer's power suddenly failing, however due to errors the link electronic module board was replaced and calibrated, the hard drive reconfigured and the software reloaded. Concomitant products: product ID 2067 radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer's power would suddenly fail. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 2067 radio frequency programmer head; product ID: 229047 software analyzer; (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.